Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it was difficult to insert a cartridge onto the pump due to paint chipping. The customer's blood glucose level was in the 100-200 (mg/dl) range. The customer was able to successfully install a cartridge and it was functioning properly, but stated it was difficult to install. Reportedly, customer would continue to use the pump for insulin therapy.